Event description:
It was reported that the bd epicenter¿ single user software produced two tests with the incorrect date of admission and positivity, leading to potential mis-association. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from spanish: "they report 2 tests with the wrong date of admission/positivity."

Manufacturer narrative:
Medical device expiration date: na. Device manufacture date: unknown. Investigation summary: bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached.